Event description:
Patient had porta cath for multiple i.v. Antibiotics for lyme disease - porta cath extremely uncombortable, leakage around diaphragm of catheter, product removed in surgery and replacement made. Diaphragm appears to have multiple punctures and some areas detached from wall.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.